Manufacturer narrative:
G4:(B)(6) 2021. B4:(B)(6) 2021. The field service engineer (fse) replaced the touchscreen to address the reported issue. Failure analysis on the returned touchscreen shows that the touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15dec2020.

Event description:
The customer reported that the touchscreen is not working. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.